Event description:
Reference number (B)(4). Event occurred in the united states. On 05-jun-2024, the patient father reported that the patient faced the site was a little wet and individual threw up and had small ketones. The patient father also reported that the patient had high blood glucose levels of 518 mg/dl. No further information available.